Manufacturer narrative:
Report date: 05aug2021. There was no patient involvement.

Event description:
The customer reported that the enter key in the center of the navigation ring didn't respond. The device was not in clinical use. There was no patient or user harm.

Manufacturer narrative:
B4:07sep2021. The field service engineer (fse) could not duplicate the reported failure. The repair was canceled upon the customer's request and device was returned unrepaired.